Manufacturer narrative:
Component code: g01003. D8 was this device serviced by a third party? No. A review of tickets was performed for reagent lot number 13535fn00. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect anti-hbs reagent lot 13535fn00 was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field. H10. There is no change to the content of the data.

Manufacturer narrative:
No patient information is available. (B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely elevated architect anti-hbs results for one patient in comparison to other methods. The customer uses the reference range = 2.5 miu/ml. The following information was provided: initial result 3.28 miu/ml retest 3.04 miu/ml (positive), retest on another device 1.85 and 1.74 miu/ml (negative), hbsag negative and hbcab negative. The patient is taking immunosuppressants. No impact to patient management was reported.